Event description:
Customer took a blood glucose test and received a result of 353mg/dl. The customer took 30 units of insulin and waited for blood glucose to drop. When they retested they received a result of "hi", waited 5 to 10 minutes and retested again with a result of 565mg/dl at 5:30pm. The spouse rushed them to the hospital because they were very faint and weak. They were treated with insulin at the hospital. A lab was done with a result of 240 or 223mg/dl. No control were in use. A request was made for the return of the suspect device and replacement product was sent.